Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents were within specification and the off no power alarm functioned properly. No blank display was noted. No damage was noted to the isolation tape. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window, cracked belt clip slot and a stained end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that two months ago she was having trouble with the insulin pump and it would not turn on. The blood glucose readings are about 150-160 mg/dl. Nothing further reported.